Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7085173/ 7085428.

Event description:
It was reported that following an ipg swap, patient developed infection at the ipg site. Symptoms of swelling and inflammation had worsened. The patient was given antibiotics and underwent an explant procedure. The physician believed that the infection was device and procedure related. The patient was doing well postoperatively, and the explanted devices were disposed.